Manufacturer narrative:
The specifications of the complaint batch is 20g. No abnormality found in the incoming material and the whole assembly process and packing process. According to the information returned, after successful puncture, nurse found the tubing broken during infusion. Liquid leaked from the tubing. Investigation conclusion: in lab, observed the returned sample. No leakage was found in the 45 psi leakage test which the returned samples are all clear. Root cause description: according to the current investigation, no abnormality was observed in the returned samples, so (B)(4) cannot finalize the root cause for this failure mode.

Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system 20 g x 1.16 in. Leaked from tubing during infusion. No injury or medical intervention.